Event description:
It was reported that a pin broke on the cordless driver 2 at the user facility. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that a pin broke on the cordless driver 2 at the user facility. The user facility was not able to provide any further information regarding the reported event. Upon receipt at the manufacturer's facility it was noted that the broken pin was taped to the inside of the handpiece. The pin is an internal component that could not have fallen out of the device.

Manufacturer narrative:
Updated with new information from the manufacturer's facility. It was noted in service that the broken sun pinion was taped to the inside of the handpiece upon return from the user facility. The pin is an internal component that has no way of falling out of the device or falling into a surgical site; therefore the MDR filed for this event, 0001811755-2014-00655 ((B)(4)), was filed unnecessarily. The engineering technician confirmed that the handpiece had a damaged sun pinion, and noted widespread evidence of a non-stryker repair. The most likely cause for this observed failure would be the non-stryker-authorized repair.